Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was giving her inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6), 2012 at 4:30pm, she reported blood glucose results of '407, 63, and 57mg/dl' with a lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that she manages her diabetes with an insulin pump and immediately after, took more food/drink in response to the reported issue. At an unspecified time after the alleged issue occurred, the patient claimed to have developed symptoms of feeling 'shaky, sweaty, and disoriented' and self treated with food/drink in response to these symptoms. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure and an approved sample site was used at time of testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.